Event description:
It was reported to medtronic minimed that the customer reported cracked on the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed and it was reported location of the damage is at the back side. No harm requiring medical intervention was reported. Product mmt-1712k was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with cracked case at the battery tube side. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window and the customer painted the pump case. The pump was also received with a blank display. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2, and battery tube. The motor had moisture damage. Using a test case and a test pcba 1 and the original pcba 2, the pump had blank display. Using a test case and a test pcba 2 and the original pcba 1, the pump had blank display. Blank display was due to corroded electronic assembly. Unable to download history files and traces using thus, generate the power management graph or perform the history review 1 week prior to the event date 22-oct-2023 in the pump history file due to blank display. Unable to perform the required testing due to blank display. Cosmetic damage was confirmed at the back of the pump. Blank display confirmed. Unable to upload/download confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.